Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pace impedance measurements measuring greater than 3000 ohms and a high capture threshold for the right ventricular (rv) lead. The rv lead was measured with a pacing system analyzer (psa) and leads impedance and thresholds were within range. The implantable cardioverter defibrillator (ICD) was explanted and successfully replaced, while the rv lead remains in service. The rv lead was a non boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pace impedance measurements measuring greater than 3000 ohms and a high capture threshold for the right ventricular (rv) lead. The rv lead was measured with a pacing system analyzer (psa) and leads impedance and thresholds were within range. The implantable cardioverter defibrillator (ICD) was explanted and successfully replaced, while the rv lead remains in service. The rv lead was a non boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pace impedance measurements measuring greater than 3000 ohms and a high capture threshold for the right ventricular (rv) lead. The rv lead was measured with a pacing system analyzer (psa) and leads impedance and thresholds were within range. The implantable cardioverter defibrillator (ICD) was explanted and successfully replaced, while the rv lead remains in service. The rv lead was a non boston scientific lead. No additional adverse patient effects were reported.